Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient's device battery was not working. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the open circuit was not determined. The replacement of the battery is scheduled for (B)(6) 2018, and the device will be returned. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for movement disorders. It was reported that the patient¿s battery had depleted prematurely. The battery was implanted on (B)(6) 2018 and the battery level was 2.63 volts. The patient did not recall any event that could have led to the issue. Electrode and therapy impedance checks were performed. The results showed an open circuit (51) on the bipolar settings electrodes 0&1. The patient was reprogrammed avoiding the contacts with an open circuit. The neurosurgeon was consulted, and they would be scheduled for battery replacement and all other necessary measures to correct the issue. The patient also had a return of tremors. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the rep had checked with the pathology account and they were unable to locate the battery. Unfortunately it seemed as if the device wouldn't be returned. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the rep had spoken to the pa and they had not received it from pathology. They would follow up as soon as they had additional information. There were no further complications reported.